Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before the nominal pressure was reached. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).